Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number mt00345 - upon internal inspection is was discovered that there was flashing over the pressure sensor chamber port, creating the clog. The DHR for microtip lot 14413-05 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from microtip lot 14413-05, a review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 14413-05 has a failure rate of (B)(4).

Event description:
Cartridge failed to prime after multiple attempts.